Event description:
It was reported that there was a notifications turned off banner. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.